Event description:
This report is in reference to a (B)(6) patient. It was reported over time the patient had to recharge their ipg longer than normal. Afterwards, the patient's ipg was no longer able to hold a charge. In turn, the patient lost therapy. As a result, the patient's ipg was explanted and replaced (with a different model). Surgical intervention addressed the patient's issue.